Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "when the user attempted to fire a staple as a test before use, it jammed and didn't come out from the stapler. Therefore, a new unit was used instead". No patient involvement.

Event description:
It was reported that, "when the user attempted to fire a staple as a test before use, it jammed and didn't come out from the stapler. Therefore, a new unit was used instead". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared misaligned. Upon functional inspection, two staples misfired before the stapler jammed completely. The sample was disassembled. Die casting anomalies on the forming tool and flash in the cover block were discovered. An investigation was opened by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The investigation identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.